Manufacturer narrative:
The reported device is not being returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and the complaint is inconclusive. A review of the device history records (DHR) could not be performed as manufacturing records could not be located for the reported lot number 202002171 and item 60-6085-201a combination. A two-year lot history review was conducted and found this is the only complaint this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to :reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification via FDA 3500a # (B)(4) of reported issues with a v-care medium (34mm) cup, item # 60-6085-201a, lot 202002171 that occurred at (B)(6) hospital in (B)(6) 2020(involving a (B)(6) year old female patient). It was reported that the vcare broke while attempting to remove from vagina. All pieces obtained.". Additional information obtained indicates the issue occurred on (B)(6) 2020 during a total abdominal hysterectomy, salpingectomy and cystoscopy. It is unknown at what point in the surgery the issue occurred, but it is noted the surgeon was not finished using the v-care. It is only reported that the balloon and cervical cup came off intact, as whole pieces. It was confirmed there was no impact or injury to the patient and the procedure was successfully completed with using the acorn uterine manipulator from the hysterosalpingogram tray. No other details were provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.